Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that common femoral arteriotomy closure was attempted after an angioplasty procedure using a proglide device with a 6 f sheath. During insertion of the proglide device, an audible and crunching type of click was heard when the needles were locked down. The needles were retrieved and there was no suture capture. There was a 30 degree bend proximally in one of the needles. A second proglide device was used to achieve hemostasis. The physician is reportedly trained in the use of the proglide device. There were no adverse patient sequelae reported and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported needle to cuff miss could not be confirmed as the posterior cuff was not returned for analysis. Although it was reported that the cuff miss occurred, the event is classified and analyzed as a suture retrieval issue as the difference between the two failure modes is often not discernable to the user. In addition, the analysis of the returned device found a posterior foot break and was not returned with the device. A conclusive cause for the reported needle to cuff miss and bend could not be determined. The reported noise and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.